Event description:
It was reported that ventricular events were being sensed by the atrial lead. Device reprogramming could not resolve this. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.